Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that; patient is experiencing strain when exercising. Patient is also experiencing pain on the left side but said it was her back. Patient is reporting that she had x-rays and blood work done for her back. Patient is planning to go to her surgeon. Patient has threatened to get a lawyer.